Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic appendectomy procedure, while the patient was under sedation, the tip of the thunderbeat device broke. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b1, b2, b5, h1, h2, h4, h6.

Event description:
It was additionally reported that the device fell into the body and was retrieved with grasping forceps. No harm or injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information in d4, d9, h7 & h9. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 3) a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.